Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however, no specific values were provided. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or provide additional information on the reported event.